Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of three submissions from the same complaint. The others are (B)(4). Device history record review revealed nothing relevant to this event. The device was requested for evaluation but part remained in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Another manufacturer's device(s) was also implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient developed a cyst following the implantation of a bio-absorbable screw ar-1390b 9 mm x 23 mm, 3 years before. Implantation of the screw on (B)(6) 2014, removal on (B)(6) 2017. Histopathological sampling performed. Follow-up investigation: the surgeon also used 2 fastfix. The surgery was an acl reconstruction. Implanted devices: ar-1555bc lot.:1189552; ar-1370b lot: 1188967 and ar-1390b lot: 1189199.